Manufacturer narrative:
Correction to g2: report source (add source). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter phone no.: (B)(6). H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two pin holes were observed in the tubing of a clearlink system solution set. This occurred during priming; the medication leaked out from the holes. The defective tubing was removed and replaced with new tubing. There was no patient involvement. No additional information is available.